Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-8990st fibertak dx suture anchor inserter tip broke during insertion. The broken fragment could not be retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.